Event description:
Customer reported that the touch screen on their device was not responding as expected, occasionally freezing and not unlocking with the patient's touch. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting assistance.